Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The root cause of the reported complaint could not be conclusively determined.

Event description:
It was reported that during a laparoscopic procedure, the tip of the device broke off outside the patient. There was no report of patient injury. Olympus followed up with the user facility multiple times regarding the reported event, but with no results.